Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarms and there were scratches and cracks on the insulin pump and smartguard did not turn on. The customer also reported a loss of communication between the insulin pump and transmitter and the customer received a sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884. No product return is required for mmt-7040a. Mmt-7841zn-xmtr, ozp-mmt-7040a-snsr

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the sleep current test, active current test and self-test. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No failed battery tests noted during testing and were not found in the history file. The pump successfully connected to a test transmitter and sensor plug successfully. The pump successfully entered and maintained smartguard functionality. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case-corner of belt clip rails and pillowing keypad overlay cosmetic damage was confirmed with scratched case, cracked keypad overlay and cracked case-corner of belt clip rails during analysis. Failed battery test was not confirmed during analysis. Smartguard and transmitter connection issues were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.